Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) autofill error showing and no inflection of balloon. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10 additional info: e1(event site postal code: (B)(6) , event site state: (B)(6)). A getinge field service engineer (fse) evaluated the unit and states that autofill error is showing and there is no inflation of the balloon. K3 & k5 purge assembly, safety disc, crm, blood leak detector are need to be replace but defective parts return back to customer. Because, those part are purchase by said customer. Fse states that service order will be provided after the replacement of the spare parts. If any additional information is received in the future, the complaint will be reopened and updated accordingly.